Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple 128-fxxx alarms observed in the black box history immediately after ¿rewind¿ attempts. Due to internal moisture contamination, current draws were out of specifications. There was evidence of moisture contamination throughout the pump when the pump case was removed. The pump powered on with the returned battery cap. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, to the audio bolus button cover was detached with contamination found underneath.